Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the ventilator was not able to start up. The root cause was defined to be a malfunction of the control board. Within this investigation it has been confirmed that the device failed to meet its specifications when the ventilator was switched on. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Device does not identify ac power. On control board is burner component. See photo.